Event description:
It was reported that the user experienced hyperglycemia with blood glucose readings up to 350 mg/dl by bgm and 374 mg/dl by cgm after eating potato soup with bread and butter without a meal announcement on the ilet. Troubleshooting included confirming tubing patency, changing the infusion site, filling the cannula, and resuming delivery. Symptoms included hyperglycemia without other clinical signs or conditions. Outcomes included no health consequences or impact, and glucose subsequently decreased to 225 mg/dl and stabilized. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem found, a usage problem identified related to an improper or incorrect procedure involving the user interface, namely a missed meal announcement. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.